Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd display window noted. Unit fail to powers up due to lcd bleeding. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump got cracked while the customer was jogging. The customer stated that they could can see only the right half of the screen. The insulin pump¿s reservoir lip ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.